Manufacturer narrative:
The technical data card files for this treatment was requested, but they were not available. The device involved in the incident was not examined as it was used for the pt's continued treatment. Hosp staff changed set, calibrated the scales and continued treatment on the same unit without further incident. Further investigation has shown that the insufficient fluid removal was 300 cc. There was no blood loss or other clinical intervention needed as a result of this incident. In the absence of technical data card files, no further investigation is possible. This is to be considered a final report. This issue will continue to be tracked and trended.